Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. No stuck buttons noted. Corrosion found on motor home switch. Unit had scratched lcd window, cracked battery tube threads,cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 165 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.